Manufacturer narrative:
Updated data: h10 - conclusion: a static image and a mobile product experice report (mpxr) questionnaire were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. It was reported that the implant depth was 3 millimeter (mm) prior to release, and the dislodgement occurred after full release. Cause of dislodgement is unclear. Subsequently the dislodged valve was positioned in the ascending aorta and a new second valve was implanted. The instructions for use (IFU) states that potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, prosthetic valve migration/embolization. Upon review of the information provided, the primary event of valve dislodgement resulting in coronary artery occlusion, requiring snaring above the coronary arteries in the ascending aorta and placement of a 2nd fx valve system, is assessed as likely related to the first fx valve. Image review confirms this event. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and IFU. No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the root cause of the dislodgement is unknown however the implant depth is likely a contributing factor. Dislodge events are typically not related to a device malfunction. Per IFU, occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. With the limited information available, a conclusive cause of the occlusion could be attributed to the valve dislodgment. The root cause of the dislodge remains unknown. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, and this event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. D10. Continuation of d10: product ID gwbc30 (lot: unknown); product type: 0195-heart valves medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) and post-implant bav were not performed. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was -3 millimeter¿s (mm). After the valve dislodgement, the implant depth on the ncc and lcc was 0 mm. A medtronic (confida) guidewire was used for implant. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon release, the valve dislodged aortic due to the left ventricle "squeezing" the valve. In result, the valve was implanted in a high position, and the skirt of the valve was subsequently blocking the coronaries. The decision was made to snare the valve up into the ascending aorta. A second valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.